Event description:
It was reported that the patient presented after receiving inappropriate shock therapy due to atrial fibrillation with rapid ventricular response. Programming changes were discussed but not made. The patient was stable.

Event description:
New information received indicates that programming changes were made. The patient was stable.